Event description:
It was reported to boston scientific corporation that a wallflex biliary plus rx fully covered stent was implanted in the bile duct for an anastomotic stricture following a liver transplant during a stent placement procedure performed on an unknown date. Five months after stent placement, the patient returned for a follow-up visit. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, and it was noted that the stent had migrated into the small bowel. The physician dilated the stent; however, in the physician's assessment, stent migration is undesirable due to the risk of gastrointestinal perforation. The stent eventually passed, and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of the stent was dilated. Imdrf impact code f2202 captures the reportable event of an ercp was performed. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent migration. The device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. Taking all available information into consideration, the investigation concluded that the reported events of endoscopic procedure and additional device required cannot be confirmed because these events happened during the procedure and without proper evaluation of the device. Additionally, stent migration is noted within the IFU as a possible adverse event associated with the use of the device. Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. Device history record: a review of the manufacturing documentation for this device and a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent migration is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the events of stent migration and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.